Event description:
It was reported that a patient experienced fungal peritonitis manifested by abdominal pain and cloudy effluent coincident with peritoneal dialysis (pd) therapy. The cause of peritonitis was unknown. On an unreported date during the same month as the onset of peritonitis, the patient was treated with ceftazidime (ip, dose and frequency unknown). Eleven days after the onset of peritonitis, the dianeal therapy was discontinued due to the peritonitis and the patient was switched to hemodialysis. The pd catheter was removed a day later. The patient was still hospitalized and was recovering from the peritonitis event. No additional information is available. This is report 2 of 4.

Manufacturer narrative:
(B)(4).baxter has conducted a trend review and found that similar reports have been received for the reported condition. Baxter will continue to monitor similar reports to determine if further actions are required. A review of all batch record documents was performed for potentially associated lot number gd895540 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a supplemental report will be submitted.